Manufacturer narrative:
The serial number of the customer's cobas 6000 e 601 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable hcg+beta elecsys result from one patient sample tested on the cobas 6000 e601 module. On (B)(6) 2024: the initial result was 889.60 mui/ml. The patient underwent an ultrasound and there was no evidence of pregnancy or misbirth. On (B)(6) 2024: the initial result of a new patient sample was 0.162 mui/ml with a data flag. The first repeat result of the new patient sample was 0.100 mui/ml with a data flag. On (B)(6) 2024: the repeat result of the initial patient sample was 1.87 mui/ml. The second repeat result of the new patient sample was 0.100 mui/ml with a data flag.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The field service engineer (fse) inspected the analyzer and found maintenance issues. There were crystals in the reservoir unit for pro cell and clean cell up to the incubator area and the measuring cell (mc) sippers and pre-wash sippers were very dirty. The fse then thoroughly cleaned these areas. Qc was performed and the results were within the specified ranges. The investigation determined the event was due to a maintenance issue (contamination in areas of the module). Product labeling states: "daily maintenance in this section you find all the maintenance for the e 601 module that must be performed every day. Cleaning probes and sippers - clean the reagent probe, sample probe, sipper probes and pre-wash sippers to remove residual solution and precipitation. Impurities on the sample probe may cause problems and affect results. After cleaning the probe, its discharge and operation should be checked. When cleaning, take care not to bend or damage the probes or sippers." "Weekly maintenance in this section you find all the maintenance for the e 601 module that must be performed at least once a week. Cleaning procell/cleancell nozzles and replace reservoirs as procell dries, crystals are formed. To prevent problems, the procell/cleancell filling nozzles and electrodes must be cleaned and the reservoirs must be replaced regularly."